Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump was not working as it was dropped in the toilet and had blank display. Customer stated that the insulin pump was not accepting new batteries and was exposed to moisture. The display was blank for less than 30 seconds and did not return. Customer stated that the display was blank at the time of call. Customer stated that the insulin pump was cracked and the location of damage was the battery housing. No harm requiring medical intervention was reported. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Retainer ring = black. Customer alleged the insulin pump having blank display, moisture, cracked battery tube on 05-feb-2022. After battery installation, insulin pump received with blank display. Unable to perform the displacement, sleep current measurement, active current measurement and self tests due to blank display. Insulin pump was cut open to perform visual inspection found moisture damage on the electrical board 1/electrical board 1. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case (battery tube), label damage. Device blank display due to moisture damage on electronic assembly, cracked case (battery tube) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.